Event description:
Single pack (dermacea) sponges are used for dressings at the end of a surgical procedure. They are opened with sterile technique onto the surgery sterile back table at the end of the procedure. Rn's are reporting chronic problems with the sponge being trapped in the glue seal of the packaging, making the sponge no longer sterile and near impossible to present to the sterile field. The sponge has dried into the glue and it will not move. We suggest the vendor has "packing of sponge equipment" inspected for malfunction.======================manufacturer response for dermacea 6" x 6.75" super sponge, dermacea (per site reporter).======================they will mail a self pay envelope and examine the sponges; they will mail us a free case of sponges for the inconvience.